Manufacturer narrative:
The instrument present during the time of the event was reprocessed prior to use. No procedure delays were reported. The processing cycle subject of the event aborted due to a "fill time error". This error occurs when the processing chamber does not fill with water in the allotted amount of time. Following an aborted cycle, s40 sterilant may remain in the cup. The operator manual states (pp. 3-4), "to dispose of partially filled, leaking, damaged, or expired sterilant containers, put on appropriate personal protective equipment (chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures)." A steris service technician arrived onsite following the reported event. The technician inspected the processor including all components that may have attributed to the error and found the unit to be operating properly. The technician ran a diagnostic and processing cycle and returned to the processor to service. No additional issues have been reported. A steris account manager provided in-service training on the proper use and operation of the system 1e.

Event description:
The user facility reported that following an aborted processing cycle an employee experienced a headache. The employee sought medical treatment.